Event description:
Patient had a generator replacement occur. Per hospital policy, the explanted generator will not be available for return. No additional relevant information has been received to date.

Event description:
Patient generator was reported to have decreased significantly from 100% to 5-11% (ifi). The physician believed this was a premature depletion. The patient was noted to have had no surgical procedures performed while implanted with the vns generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.